Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd pegasus¿ safety closed IV catheter system with q-syte¿ failed to retract during the penetration, and the safety shield failed to activate. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle retraction failure as well as safety shield activation failure during penetration".

Event description:
It was reported that the needle in the bd pegasus¿ safety closed IV catheter system with q-syte¿ failed to retract during the penetration, and the safety shield failed to activate. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle retraction failure as well as safety shield activation failure during penetration."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106518 records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers were able to successfully activate the safety device for returned sample, and found the device to function as intended. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.